Event description:
MFR received a report stating the arm pad from a walker attachment slid off. This allegedly resulted in the user falling and sustaining a broken arm. Evaluation revealed that when used properly, the pt is secured to the walker with arm straps and the reported malfunction would not cause or contribute to injury.